Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a problem with the infusion sets. Customer stated that she went to change the infusion set and the pump gave a no delivery alarm. Customer stated that she put a second one on. Customer went to remove the needle and the infusion set started to come out. Customer stated that she has experienced high blood glucose levels since the cannula was bent upon removal. Customer stated that she had to use a third one. Customer's blood glucose level was 400 mg/dl. Customer reported that the alarm was resolved by a complete set change. Customer would like to return the set for analysis. Customer stated that the reservoirs were discarded. No further assistance needed.